Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed sores under the rear therapy electrodes. It was reported that the sores were bleeding. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.